Event description:
It was reported the patient stopped recharging the ipg as recommended. As a result, the patient has lost stimulation and the charger/programmer can no longer communicate with the ipg.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.